Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin drips were not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. Reportedly, the issue occurred multiple times. Customer's blood glucose level was not impacted. The customer reverted to manual injections for insulin therapy.